Manufacturer narrative:
The customer contacted siemens customer care center (ccc) and a customer service engineer (cse) was dispatched. On the first visit, the cse replaced a faulty cleaning solenoid (valve 67), cleaned the ring index pin, and adjusted the cuvette orientation chute. Cse proceeded to run a lumo dark count test, aspirate function test, and checked the acid and base pump dispense volumes. Cse followed up on a second visit to replace the photo-multiplier tube (pmt), replace the acid and base pumps, replace the check valves and to replace the base dispense probe to address signal errors. Siemens concluded that the cause of the event was due to a malfunction with one of the components replaced. The instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
Two discordant, falsely high troponin, patient results were obtained on an advia centaur xp instrument. The initial results were reported to the physician(s) and questioned. The same samples were repeated on an alternate advia centaur xp instrument. Additionally, samples were recollected and repeated on an alternate advia centaur xp instrument. The repeated, recollected results were reported, as the correct results, to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant results.